Event description:
It was reported that the patient was on the treadmill and felt "snaps" in their chest. When the patient went to the emergency room it was determined that there had been several inappropriate shocks due to lead noise and oversensing. The physician believed the lead was broken at the anchoring sleeve. During extraction the helix was not able to be retracted and the lead "disintegrated". The lead was partially extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and the distal conductor was fractured. The analyst noted that six of six distal conductor filars on the medial segment were fractured. The anchoring sleeve fixation site could not be determined. We did receive performance data collected from the device and have analyzed the data. A ventricular nonsustained tachycardia episode of 210 ms occurred on (B)(6) 2011 08:09:56. Ventricular short interval count v-sic=412 counts, in 0.77 day, occurred between (B)(6) 2011 16:35:46 and (B)(6) 2011 10:57:24.